Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on mc33332 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event occurred on various unknown date involving a 128" (325 cm) appx 9.3 ml, transfer set w/microclave® clear, dual check valve, smallbore bifuse ext set w/microclave® clear (green ring), 0.2 micron filter, rotating luer where it was reported that patients are not receiving their IV fluid administered through medfusion 4000 IV pumps using ICU medical tubing. There was no leaking/pooled fluid ever found in any case and every tubing/clamp/connection was checked multiple times. The status of the product at the time of event was during use on a patient. The medication used was total parenteral nutrition (tpn) and dextrose bags of varying concentrations. Patients all experienced decreased urine output and low blood glucose levels.

Event description:
One of the instances happened in may (still unspecified date) was during that event, the upper clamp on the closed medication set was not secured, and the tpn was infusing via medfusion syringe pump at 11 ml/hr. When the set was replaced, a smaller syringe volume syringe was attached and the upper clamp was secured, resolving the issue. The original setup utilized a 50 ml syringe. The child experienced declines in blood glucose levels (bgl) and urinary output (uop) due to inadequate IV fluid delivery.